Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller was not returned for evaluation. Log file analysis revealed one (1) controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 09:19:56, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 15% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for thirteen (13) seconds. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for correction and update to the investigation completion. Correction b1: adverse event/product problem was corrected from product problem to adverse event <(>&<)> product problem. Correction b2: outcome attributed to adverse event was corrected from blank to hospitalization. Correction b5: event description was corrected to include the vad as an associated product and additional event details. Correction b7: relevant history was updated. Correction h6: patient ime code was corrected from e2403 to e1201. Imf code was corrected from f26 to f08, f12, and f22. Annex g code was added. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed one (1) controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 09:19:56, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 15% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for thirteen (13) seconds. Additionally, the reported low flow event was confirmed via log file analysis which revealed a decrease in power consumption and estimated flows starting on (B)(6) 2022 and forty-seven (47) low flow alarms logged on (B)(6) 2022. As a result, the reported events were confirmed. Based on the limited information available, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-jun-2015 / serial#: (B)(6) UDI #: asku d9: no h3: yes h4: mfg date: 30-jun-2013 h5: yes h6: patient ime code(s): e1201 h6: imf code(s): f08, f12, f22 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized for ventricular assist device (vad) low flows due to exsiccation. Inflow t hrombus and outflow graft occlusion were excluded. It was noted that the patient had slightly increased renal values, all other blood values were normal, and sinus rhythm was normal.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power up event. The controller remains in use. No patient complications have been reported as a result of this event.